Event description:
Pt. With esrd underwent av graft angioplasty. During the procedure, the angioplasty balloon broke from the catheter. Following the breakage, the balloon remained in the cephalic vein of the patient's arm. Multiple unsuccessful attempts were made to retrieve the balloon percutaneously. The patient was then taken to the or for a cutdown procedure. The cutdown was successful. The balloon was retrieved with no additional sequelae to the patient.